Event description:
It was reported that bd. The following information was provided by the initial reporter: rn went to start the patient IV for treatment. Rn inserted the angiocath and when she went to withdraw the needle from the angiocath. Patient complained of pain and when nurse pulled the IV she found that the needle had gone through the plastic sheath, angiocath was a 24 gauge x 0.75 in bd nexiva. Lot number was 4215289. This is the second incidence of this, this week by 2 different rn's. (B)(6). Please provide the date of event. 11/15/24.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Street address information was not provided, therefore, was used as a place holder.

Manufacturer narrative:
Investigation results: the complaint that the needle had gone through the IV catheter tubing was confirmed and the cause appeared to be associated with use. One 24g nexiva device from lot 4215289 was provided for investigation. The needle was protruding through the side of the catheter tubing. The section of tubing between the puncture site and the catheter tip contained what appeared to be blood residue, which indicates that the needle and IV catheter tubing likely accessed the vessel. The instructions for use (IFU) state, "if the needle is partially or completely withdrawn from the catheter tubing during insertion, do not re-insert the needle into the catheter tubing as damage may occur." No defects associated with the manufacturing process were identified on the returned sample. Manufacturing controls are in place to mitigate the occurrence of this type of failure. A review of manufacturing records did not find any issue related to the failure during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.